Event description:
It was reported that a nurse received a needle stick injury from a needle protruding from the non-full bd¿ yellow sharps collector in the neonatal intensive care unit. However, there was no medical intervention reported. As reported by the customer, "from the customer's email - I am just letting you know that I have just reviewed some blood and body fluid exposures and have been informed that on the 12th february a rn sustained a needle stick injury from a needle protruding from a 1.4l sharps container in the neonatal unit. Unfortunately no photos were taken, it was reported that the container was not full!"

Manufacturer narrative:
Investigation summary: no samples available for investigation. A review of the device history record could not be performed as a lot number was not provided for this incident. Retain samples from a batch were retrieved and assessed for minimum wall thickness. Retain samples for both cavities #1 & #2 were measured for minimum wall thickness. The minimum wall thickness measured was: cavity #1 - 1.32mm; cavity #2 - 1.30mm. The containers manufactured for use are puncture resistant and not puncture proof. The minimum wall thickness of 1.2mm is to withstand a penetration force of 12.5n/m. Incorrect use or forcing of needles into the containers that exceed this force can result in penetration of the container walls. Root cause: container wall is not puncture proof; customer misuse and handling.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse received a needle stick injury from a needle protruding from the non-full bd¿ yellow sharps collector in the neonatal intensive care unit. However, there was no medical intervention reported. As reported by the customer, "from the customer's email - I am just letting you know that I have just reviewed some blood and body fluid exposures and have been informed that on the 12th february a rn sustained a needle stick injury from a need le protruding from a 1.4l sharps container in the neonatal unit. Unfortunately no photos were taken; it was reported that the container was not full!"